Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock following a rapid ventricular arrhythmia. This arrhythmia was double-counted and subsequently resulted in device detection and therapy delivery. It was noted that the patient was walking down the stairs at the time of the event. Boston scientific technical services (ts) was contacted and recommended performing exercise testing to evaluate the device performance at elevated rates. Two days later, the patient received a further inappropriate shock due to double-counting of a ventricular tachycardia that was below the programmed cut-off zone. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.